Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were observed. Review of the episodes revealed possible myopotential oversensing. Programming changes were made.

Event description:
New information received notes that when the patient presented in-clinic, noise was observed. Programming changes were made. The patient will continue to be monitored.